Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their mother's insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer stated that they got into an accident and lost their insulin pump. The customer flipped their truck and could not find the device after the incident. The customer was sent a replacement insulin pump. The customer did not state that they were hospitalized for the incident.